Event description:
This patient underwent treatment for benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length medium, pulse energy 2j, pulse frequency 50hz, total laser energy 100w, and total laser on time 38 minutes. The fiber was not cleaved or stripped and performed as intended during the procedure. There were no other accessory devices introduced into the patient body during the procedure. A urinary catheter was placed at the end of the procedure. Thirty days post-procedure, the patient began experiencing hematuria. Medication and other interventional procedures, including a bladder scan and foley catheter placement for continuous bladder irrigation (cbi), were performed. The patient presented to the emergency room (ER) on the date of and three days post-symptom onset. The patient was placed in an observation unit for eight hours four days post-symptom onset. The catheter was removed, and the hematuria was reported to have resolved following observation. The study facility assessed the hematuria symptom as likely related to the holmium laser enucleation of the prostate procedure.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. There was no device performance allegation. The device is not available for analysis; therefore, physical analysis cannot be performed. A review of the device instruction for use (IFU) was completed. The review confirmed that hematuria is a known risk associated with of this type of treatment and is noted as such in the device direction for use.

Event description:
This patient underwent the benign prostatic hyperplasia (bph) as part of a study procedure. The console setting was pulse length medium, pulse energy 2j, pulse frequency 50hz, total laser energy 100w, and total laser on time 38 minutes. The fiber was not cleaved or stripped and performed as intended during the procedure. There were no other accessory devices introduced into the patient body during the procedure. A urinary catheter was placed at the end of the procedure and removed four days post procedure. Thirty days post-procedure, the patient began experiencing hematuria. Macrobid was provided for urinary tract infection from symptoms onset day to seven days post onset symptoms. Ditropan was provided for dysuria from four days post symptoms onset to eighteen days post symptoms onset. Other interventional procedures, including a bladder scan and foley catheter placement for continuous bladder irrigation (cbi), were performed. The patient presented to the emergency room (ER) on the date of and three days post-symptom onset. The patient was placed in an observation unit for eight hours four days post-symptom onset. The catheter was removed, and the hematuria was reported to have resolved following observation. The patient was discharged and prescribed with colace for constipation prophylaxis and ultram for pain prophylaxis. The study facility assessed the hematuria symptom as likely related to the holmium laser enucleation of the prostate procedure.